Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a gradual rise in shock impedance measurements over the past few months. Eventually a high out of range shock measurement of greater than 200 ohms was observed so the patient was brought in for defibrillation threshold (dft) testing. During the dft test, code 1005 was declared by the implantable cardioverter defibrillator (ICD) which is indicative of a high shock impedance measurement being present during delivery of a shock. The patient had to be externally shocked to be converted out of ventricular fibrillation. Surgical intervention was performed and the ICD was explanted and replaced. The rv lead remains implanted and in service. No additional adverse patient effects were reported.